Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non emergency treatment and the procedure was completed as planned since the footswitch was working. The customer reported that the foot switch was hard to press. The philips field service engineer (fse) inspected the system onsite and found that the foot switch was not in good condition. The customer requested the fse to replace the footswitch. During troubleshooting, fse found that the foot switch was hard to press. To resolve this issue, the fse replaced the foot switch. After the replacement of foot switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the wired foot switch was not working. The device was in clinical use at the time of the reported event. No user or patient harm has been reported.a philips field service engineer (fse) visited the site and replaced the wired foot switch. The device was returned to expected functionality.